Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultralink meter. The reporter mentioned that the patient tested on her lfs meter on (B)(6) 2010 at 9:30am and obtained a 437 mg/dl and less than 30 minutes later tested on an accucheck meter and obtained a 354 mg/dl. The patient went and took her usual dosage of medication (novolog based on a sliding scale) after testing on the lfs meter. Approximately an hour and fifteen minutes later the patient felt shaky, and felt like falling over. The home health nurse then treated the patient with glucose tablets/ glucose gel. The patient was not retested. Reporter did not have products available to further troubleshoot. The complaint is being reported since the reporter alleged that the patient had to receive medical treatment for hypoglycemia after obtaining taking insulin based on an alleged high reading on their lsf meter.